Event description:
During an atrial fibrillation procedure, the agilis 13fr sheath was noted to have an air leak when aspirating. After mapping the left atrium with the advisor hd grid catheter, it was removed through the agilis 13fr sheath. The agilis 13fr sheath was aspirated, volt catheter was inserted and then agilis 13fr sheath would only aspirate air. The volt catheter was removed and agilis 13 fr sheath was able to be aspirated with no issue. The same volt catheter was inserted into the agilis 13fr catheter which resulted in the air leak from the agilis 13fr again. The volt catheter was exchanged with no resolution of the air leak on the agilis 13 fr sheath. The agilis 13fr sheath was then exchanged with resolution of the issue with and without the volt catheter inserted.